Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the "secondary will not latch on left side of the brain." This was reported to bd representatives during site visit and found tagged for biomed in their pump room. There was no patient involvement.

Manufacturer narrative:
Omit: e2401 - insufficient information, f24 - insufficient information. Additional information: imdrf annex e, f codes and manufacturer narrative. Root cause: the root cause: for the reported issue of an secondary not latch on pcu was not determined because no products or device logs were returned.

Event description:
It was reported that the "secondary will not latch on left side of the brain." This was reported to bd representatives during site visit and found tagged for biomed in their pump room. There was no patient involvement.